Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the receiver displayed a message to replace the sensor on the fifth day. An exterior visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(4) bluetooth pairing test was performed and the transmitter passed. Transmitter final function test was performed and the transmitter passed. Share log review was unable to be performed as no data was present in the logs. A bin file review was performed and the transmitter passed. The reported event was not confirmed via product. The probable cause could not be determined. No additional event or patient information is available.